Event description:
Pt ordered to test blood sugars qid, upon leaving the hospital. Ascensia contour glucometer and supplies prescribed by the discharging doctor. No adverse events or prior products used.